Manufacturer narrative:
The unit was returned to the manufacturer for repair and further investigation. Upon inspection by the manufacturer, it was noticed that the power harness connector was burned. There were no reports of any sample loss, exposure to operator or impact to patient results.

Event description:
Customer reported a burning smell from the unit.